Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The material inspection report for the reported guide wire could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A viperwire advance guide wire was used in the right coronary artery (rca). The viperwire was exchanged. A perforation was observed in the rca. The patient had emergency bypass surgery due to the perforation. In the physician's opinion, the viperwire may have caused or contributed to the perforation.